Event description:
It was reported that the representative stated the patient had a blood hematoma drained on (B)(6) at the pocket site. Additional information was received from the representative indicating that the cause of the blood hematoma was unknown, and no contributing factors were identified. Additional information from rep indicates that hematoma was drained using a syringe in an or under sterile protocol. The patient has not needed to return to the or since. It is unknown if cultures were taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.